Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a revision breast augmentation with a mentor smooth round moderate profile, 350cc saline breast implant experienced left-sided deflation and hypersensitivity post operation. The physical examination diagnosed the issue. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3502754bc, sn#: (B)(4), r/ cat#: 3503504bc, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypersensitivity. Manufacturer¿s reference number: (B)(4).